Event description:
A customer reported that the pump battery would not charge, despite using a tandem charging cable and a wall outlet. There was no adverse impact on the customer's blood glucose level. The customer attempted various troubleshooting steps, including trying different outlets and cables, but the issue persisted with the charging connection unstable and unrecognized. The technical support team decided to replace the pump. The customer will continue using the current pump until the replacement arrives.